Event description:
A caller reported a "replace sensor" message with the freestyle libre 2 sensor. As a result, the customer developed unspecified symptoms of hypoglycemia, and required treatment of 15 g glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. This complaint is not confirmed due to use as the sensor plug was not seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the freestyle libre 2 sensor. As a result, the customer developed unspecified symptoms of hypoglycemia, and required treatment of 15 g glucose by a third-party. There was no report of death or permanent injury associated with this event.